Event description:
It was reported that the device was used during a laparoscopic hernia procedure. It was reported by the rep that the device would not form staples into coopers or into abdominal fascia. It would fire for the first couple of staples then it would not form them properly. Another ems was pulled to complete the case. There was no consequence to the pt.